Event description:
Medtronic received info that the hollow fiber oxygenator shipped within this custom tubing pack exhibited a leak while the patient was on bypass. The exact source of the leak was not known, however, a possible crack in the bottom of the oxygenator was suspected. Bypass was interrupted as the device was changed out. No adverse patient effects were reported. The product was discarded by the customer and will not be returned.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined as the product was not returned for analysis. Analysis: the product was discarded and will not be returned. However, a visual inspection was performed on a similar custom pack that also carries an oxygenator, inner tray and corrugated box configuration to determine if there is a contact point between the corrugated wall and oxygenator. Visual inspection identified no contact between these two parts. Without product return, a definitive conclusion cannot be drawn regarding the root cause for the reported event. Review of the device history record shows that this product met mfg specifications when released for distribution. Conclusion: no definitive conclusions can be drawn regarding the root cause for the reported event, as the product was not returned for analysis. As the clinician described the leak as a "crack", and there was no fluid leakage observed during prime, it is possible that impact damage to the device may have occurred during the case. However, this cannot be confirmed without product to analyze. There are currently no active trends for the reported event.